Manufacturer narrative:
Our quality engineer inspected the photographs and sample submitted for evaluation. Your reported issue that the needle is not fully retracted when the button is pressed was confirmed and the cause was likely manufacturing related. The needle and shield from an insyte autoguard device were returned for investigation. The needle was received partially retracted within the safety shield. The barrel component was damaged, which caused a reduction in diameter and prevented the needle hub from fully retracting within the safety shield.

Event description:
No new information.

Manufacturer narrative:
Confirming a code to be a0510 - retraction problem (1536).

Event description:
No new information.

Manufacturer narrative:
E.1. Characters limit is exceeded at facility name: (B)(6) hospital. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the needle is not retracted when the button is pressed. Customer tried to press the button to retract the needle, but it did not return.